Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: it was felt the resistance inserted the scope into the trocar. Report from the sales rep: when the scope was inserted during the procedure, there was a feeling of resistance. Initial investigation report: the event unit was returned to us and visually inspected. Any damage was not found in the ddb, the septum and the shield. The unit will be returned to amr for further evaluation. Information per check list: trocar was used as camera port and placed in umbilicus with 10mm ltf. The number of insertion/removal is 10 times. The issue was found right after the start of the case. "It was felt the resistance inserted the scope into the trocar. No dropout." Intraperitoneal irrigation was not performed at the case. Type of intervention: the case was completed with the second device. Patient status: the case was completed with the second device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of drag force could not be confirmed as the event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy .event description: it was felt the resistance inserted the scope into the trocar. Report from the sales rep when the scope was inserted during the procedure, there was a feeling of resistance. Initial investigation report the event unit was returned to us and visually inspected. Any damage was not found in the ddb, the septum and the shield. The unit will be returned to amr for further evaluation. Information per check list: trocar was used as camera port and placed in umbilicus with 10mm ltf. The number of insertion/removal is 10 times. The issue was found right after the start of the case. "It was felt the resistance inserted the scope into the trocar. No dropout." Intraperitoneal irrigation was not performed at the case. Type of intervention: the case was completed with the second device. Patient status: the case was completed with the second device.